Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power supply was adjusted and the lemo pin connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.